Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported iliac vein rupture could not be conclusively determined.

Event description:
Related manufacturer: 2135147-2017-00070, 2135147-2017-00071. During the placement of a left atrial appendage occluder device, an iliac vein rupture occurred. Transseptal access was obtained and when attempting to place the left atrial appendage occluder the patient became hypotensive. A hematoma was first noted so a computerized tomography scan was performed which confirmed the iliac vein rupture. Fluids and packed red blood cells were given to stabilize the patient, followed by stent placement to treat the rupture. There were no performance issues with any abbott device.